Event description:
Voluntary medwatch report received reported that the right ventricular lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5166946.